Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion alarm out of specification. The event happened during testing at biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported downstream occlusion alarm which was reproduced. Visual inspection determined to be damaged force sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.